Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vh-2000 cracked at the proximal end. No pieces detached. There were no pt effects. A new kit was used to complete the procedure. The product is returning.

Manufacturer narrative:
Maquet cardiovascular has not yet received the device for investigation. A supplemental report will be sent when the device is received and the investigation is completed. (B)(4).